Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included under water pressure test, self-test and priming tests with no issues noted. The reported condition was not verified. The sample was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette was missing "a cassette part" (unspecified component). This was observed during setup of the device for peritoneal dialysis therapy. As a result, the patient did not use the device. There was no patient injury or medical intervention associated with this event. No additional information is available.